Event description:
I had essure inserted in (B)(6) 2007. Since then I have had persistent pain & bloating during ovulation; burning sensation in vagina during periods, constant uti's, painful intercourse, weight gain, swollen feet, severe pain in feet & knees, mood swings, depression, memory loss, blurred vision & severe hot flashes.